Event description:
It was reported the patient presented in clinic for follow up. Upon interrogation, it was discovered the pacemaker oversensed noise, which triggered inappropriate mode switch. Programming changes were implemented. The patient was in stable condition.